Event description:
It was reported that the cylinders of this inflatable penile prosthesis were too small and not placed properly in the glans. The device was explanted and replaced with a larger implant. No patient complications were reported.